Manufacturer narrative:
The sample was received for evaluation without a minicap. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned minicap transfer set, it was discovered that the female connector separated from the main body. The transfer set had been returned for evaluation after the customer observed an issue during setup/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.